Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2011, the physician observed that the magnet rate was at 80 min-1 upon magnet application, while the magnet rate value was at 96 min-1 upon interrogation. The physician asked for an explanation.